Event description:
The account reported the brake casters were not holding. The stretcher is located in the repair shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The technician found the hex rod sims screw is broken inside of the hex rod on the foot section of the stretcher. The technician replaced the foot section hex rod and screw to resolve the issue. Based on this information, no further action is required.